Event description:
A report was recieved that a patient was scheduled to undergo a revision procedure to replace the precision system. Additional information was also received that the patient had previously undergone an explant procedure to remove a previous device due to infection.